Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous subacute ischemic stroke on (B)(6) 2015 was reported under medwatch MFR report # 2916596-2016-00184. (B)(4). Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was admitted to the hospital on (B)(6) 2016 to evaluate low flow alarms. On (B)(6) 2016 a CT scan to assess pump function was performed and a small thrombus within the right atrial appendage was noted. The patient was asymptomatic and was discharged home on (B)(6) 2016 with no intervention. It was reported that the patient had a past history of transient ischemic attacks and had been on persantine prior to being implanted with the lvad. On (B)(6) 2016 the patient presented to the emergency department with stroke-like symptoms including dysphasia. Subtle signs of white matter lacunar infarction was observed on the CT scan and the patient was restarted on persantine. The patient remained hospitalized with expressive aphasia following the stroke, but was reportedly improving each day. No additional information was provided.